Manufacturer narrative:
Device received with detached or missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached or missing retainer. Unable to perform displacement test due to detached or missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 500 mg/dl. Customer was treated for their high blood glucose with manual injection. Customer reservoir lip ring of insulin pump was coming off and reservoir was able to lock in place. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.